Event description:
It was reported that the right ventricular lead had a sensing integrity count (sic) of 1-10 in the previous sessions, but at the reported follow up check the sic had increased to 456. It was noted there was no non sustained events and that thresholds and sensing were stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.